Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that after unpacking the 3.5x38 mm xience alpine stent delivery system (sds), it was noted the stent was detached from the balloon. The device was not used and there was no patient involvement. Another xience alpine sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.